Event description:
Additional information provided by the reporting surgeon indicates that a vitrectomy was performed and intraocular antibiotics antibiotics were administered. The pt's outcome is good. The surgeon identified contamination at the time of surgery as the probable cause of the reported endophthalmitis. Culture results identified staphylococcus epidermidis. The surgeon indicated tha the endophthalmitis was not related to the intraocular lens and did not represent a lens malfunction.